Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 5. The home patient (hp) states, forgot to close two spare line clamps left open causing 2240 alarm. The hp was advised to discard all supplies and to report the alarm to the peritoneal dialysis nurse the next morning. The hp will finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).